Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with blank display due to cracked lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump display screen was crack and get white screen with blue line. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.